Event description:
Customer claims that the unit powered on. When you shake the alarm you hear a rattling noise. There is no visual damage to the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4). When shaking the alarm you hear a rattling noise. Eval: results - eval of the returned product shows the alarm powered on, but does not have an alarm tone. When the unit was opened up, found that the speaker was loose inside the unit. The led display is cracked and the bottom of the battery door is damaged. (B) (4).